Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lumbago") and device dislocation ("a patient reported free essure extraction in the abdominal cavity") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of irregular periods in 2015, cervicitis and hepatic steatosis in 2014, gilbert's syndrome in 2013 and nabothian cyst, uterine fibroid, diuresis, lower extremities discomfort, fatigue, allergic reaction, hypermenorrhea, polymenorrhea, upper respiratory infection, dizziness, cesarean section and gravida ii. The only concomitant product mentioned was ciprofloxacin. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage ("bleeding"), alopecia ("hair loss"), tooth loss ("loss of teeth"), gingival disorder ("general deterioration of the mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("intense menstrual pain"), hypersensitivity ("allergies throughout the body"), sciatica ("sciatica"), fatigue ("general fatigue"), headache ("headaches"), blindness ("loss of vision"), personal relationship issue ("relationship problem") and personality change ("change of character, among others"). The patient was treated with surgery (on (B)(6) 2019 salpingectomy and on (B)(6) 2020 salpingectomy). The reporter considered alopecia, back pain, blindness, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2009: an allergy test is performed, in which it is detected that the patient is allergic to dust, mites, dog and cat hair [biopsy] on (B)(6) 2019: a biopsy report was received describing the right uterine tube with a foreign body multinucleated giant cell reaction (essure) at the level of the interstitial portion in the isthmus. The right ovarian tube was found with mild chronic inflation and isolated foci of fibrosis and vascular proliferation and focal extravasation without other significant alterations. [Magnetic resonance imaging] on (B)(6) 2019: the essure MRI revealed a cervix with normal characteristics with the presence of nabothian cysts of up to 11 mm, the largest. The right ovary is visualized with an atrophic appearance and a 27 mm cystic image (B)(6) 2019 left essure is located within the intra-abdominal tier of the left iliac fossa immediately behind the semilunar line and anterior to the most distal segment of the descending colon. [Ultrasound scan] on (B)(6) 2008: is verified that both tubes are obstructed; on (B)(6) 2019: the uterus was found in a normal position and no metal fragments were visualized [x-ray] on (B)(6) 2019: an abdominal x-ray is performed where both essure are visualized quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lumbago") and device dislocation ("a patient reported free essure extraction in the abdominal cavity") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of irregular periods in 2015, cervicitis and hepatic steatosis in 2014, gilbert's syndrome in 2013 and nabothian cyst, uterine fibroid, diuresis, lower extremities discomfort, fatigue, allergic reaction, hypermenorrhea, polymenorrhea, upper respiratory infection, dizziness, cesarean section and gravida ii. The only concomitant product mentioned was ciprofloxacin. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced back pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage ("bleeding"), alopecia ("hair loss"), tooth loss ("loss of teeth"), gingival disorder ("general deterioration of the mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("intense menstrual pain"), hypersensitivity ("allergies throughout the body"), sciatica ("sciatica"), fatigue ("general fatigue"), headache ("headaches"), blindness ("loss of vision"), personal relationship issue ("relationship problem") and personality change ("change of character, among others"). The patient was treated with surgery (on (B)(6) 2019 salpingectomy and on (B)(6) 2020 salpingectomy). The reporter considered alopecia, back pain, blindness, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, personal relationship issue, personality change, sciatica, tooth loss and urinary tract infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2009: an allergy test is performed, in which it is detected that the patient is allergic to dust, mites, dog and cat hair [biopsy] on (B)(6) 2019: a biopsy report was received describing the right uterine tube with a foreign body multinucleated giant cell reaction (essure) at the level of the interstitial portion in the isthmus. The right ovarian tube was found with mild chronic inflation and isolated foci of fibrosis and vascular proliferation and focal extravasation without other significant alterations. [Magnetic resonance imaging] on (B)(6) 2019: the essure MRI revealed a cervix with normal characteristics with the presence of nabothian cysts of up to 11 mm, the largest. The right ovary is visualized with an atrophic appearance and a 27 mm. Cystic image (B)(6) 2019 left essure is located within the intra-abdominal tier of the left iliac fossa immediately behind the semilunar line and anterior to the most distal segment of the descending colon. [Ultrasound scan] on (B)(6) 2008: is verified that both tubes are obstructed; on (B)(6) 2019: the uterus was found in a normal position and no metal fragments were visualized [x-ray] on (B)(6) 2019: an abdominal x-ray is performed where both essure are visualized based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.